Event description:
It was reported that the patient had experienced syncope. The device was found to be in back-up mode (bvvi) and no longer had pacing output. The patient was hospitalized and a revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.